Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was told that his right ventricular lead was bad. Patient called technical services looking for a second opinion and some advices were given. Further information confirms that this lead was going to be revised due to high capture threshold measurements, but a subclavian occlusion occurred, thus, the procedure did not take place and the reason for this high capture thresholds remains unknown, patient is going to be scheduled for lead explant and replacement in the near future. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected field: -h6 (impact codes): corrected to "no health consequences or impact".

Event description:
It was reported that this patient was told that his right ventricular lead was bad. Patient called technical services looking for a second opinion and some advices were given. Further information confirms that this lead was going to be revised due to high capture threshold measurements, but a subclavian occlusion occurred, thus, the procedure did not take place and the reason for this high capture thresholds remains unknown, patient is going to be scheduled for lead explant and replacement in the near future. Eventually, this scheduled lead revision procedure was cancelled once again, there's no information as to when will it be re-scheduled. No adverse patient effects were reported.